Event description:
It was reported that the patient had withdrawal symptoms especially increased pain. A catheter dye study was done on (B)(6) 2011, and the health care provider (hcp) was unable to aspirate from catheter access port (cap). The catheter was replaced on (B)(6) 2011. Patient was hospitalized for a week following replacement for severe headache. The drug infused was morphine 25mg/ml at 8.5 mg/day.

Manufacturer narrative:
(B)(4).